Manufacturer narrative:
The reported events were dislodgement and helix mechanism issue. As received, a complete lead was returned in one piece for analysis. The reported event of helix mechanism issue was confirmed. Visual inspection of the lead found helix was partially extended and clogged with blood/tissue. X-ray examination found no anomalies on the lead. After cleaning, helix was able to be retracted and extended when torque applied directly to the connector pin. The measured full helix extension length was within product specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue.

Event description:
It was reported that dislodgement was noted on the right atrial (ra) lead. A chest x-ray was performed, and dislodgement was confirmed. The physician elected to reposition the ra lead however, the helix failed to retract. Instead, the physician explanted and replaced the ra lead. The patient condition was stable.